Event description:
The reporter contacted animas on (B)(6) 2012 reporting that for the past couple of months, the keypad buttons were unresponsive. The patient reportedly wore the pump attached to a belt and cleaned it with a damp cloth. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/09/2015 with the following findings: no damge was observed on keypad. All buttons were responsive to user input. The keypad was removed and all button contacts were free of contamination. There was no defect observed within device. Investigators were unable to duplicate keypad malfunction. Returned battery cap used for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.